Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It is reported that a customer received a no delivery alarm on their insulin pump. The patient's blood glucose level was 417 mg/dl at the time of the call. The customer stated that she does not feel that the insulin pump she was using was the cause of the high blood glucose. The customer declined trouble shooting the issue. The customer was advised to change their infusion set as soon as possible and to call the help line if the issue persists. No further information was provided.